Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) was confirmed. During pulse testing the monitor delivered a low-energy pulse. The cause for the failure was isolated to the defibrillator pca. The root cause for the low energy pulse has not yet been identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low energy pulse during incoming functional testing.